Manufacturer narrative:
E1:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of occlusion on (B)(6) 2024 , where insulin exited with greater than normal resistance when the plunger was pushed. No further information was available.